Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat chronic pelvic pain and stress urinary incontinence. It was reported that following insertion the patient experienced painful intercourse, incontinence, and mesh erosion following the procedure. It was reported that patient underwent mesh removal on (B)(6) 2012 due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.